Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump was recently exposed to water. Customer stated that the insulin pump was making a constant, high pitched noise and the number 2 was unable to be cleared from the screen. Customer stated that at the time of the call the pump was no longer alarming and the screen was blank. Blood glucose level was 216 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no frozen screen or constant tone noted. The insulin pump passed the self test and displacement test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube. The insulin pump had moisture damage on the electronic assembly and on the motor.